Event description:
The hcp reported that at last refill, volume discrepancies were noted. The pt has recently had multiple problems requiring surgery in 11-2005 to remove previously placed harrington rods in the spring, due to osteomyelitis. She has had lancing of an abscess several times and has been on intravenous antibiotics for this. The pt had been prescribed oxycontin 60 mg bid. The pt was recently hospitalized for increasing paranoia and "fidgeting." Urine toxicology testing was found to be positive for benzothiazines (on valium) and marijuana. The opiate screen was negative and it was felt that she was probably in withdrawal. It is not believed that she was having baclofen withdrawal. She is receiving baclofen 1400 mcg/ml in combination with bupivicaine. She was found during the last hospitalization to be "back to baseline"; no paranoia, some pain. She has not had an MRI in the past year, but has had CT scan and x-rays relative to the issue described above. At last refill in 2005, it was noted that the actual reservoir volume was 12 ccs; estimated reservoir volume was 4.1 ccs. No volume discrepancy has been noted at refill 2005. She was discharged to home from the hospital last week. There are currently no plans to perform roller or dye studies. Reservoir volumes will be monitored.